Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that he ate more than normal and then received a no delivery alarm on the insulin pump and had to take shots to bring down the blood glucose. The customer reported that the blood glucose had been running high due to being on vacation and receiving no delivery alarms and had to change the set 2 - 3 times. The blood glucose reading was 500 mg/dl. The customer reported that the issue had been resolved with a complete set change and was advised to call when the alarm occurred again to troubleshoot.